Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump went off in the middle of the night without any warning. The customer woke up vomiting and hysterical. The mother took her daughter to the hospital. Troubleshooting was not performed because the device was not available at time of the call. No further info was provided.